Event description:
Upon receipt of the device, our foreign consignee reported the safety monitor has the incorrect circuit breaker installed. With the incorrect circuit breaker installed, the safety monitor trips off when both the arterial and cardioplegia monitors are connected. The system was not in clinical use at the time the problem was found. Since the event occurred upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.